Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Sn: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hypoglycemia with blood glucose measuring 29 mg/dl. The patient was reportedly (B)(6)at the time of the event. The reporter stated that emergency medical services were called and the patient was hospitalized. The patient received treatment of glucose tablets/glucose gel, intravenous glucose, intravenous fluids and food/drink. The patient was hospitalized at the time the complaint was received by animas. Troubleshooting by animas customer technical support revealed the basal delivery totals in the pump did not match the total daily dose due to known causes: the cause of the variation in the basal delivery history was due to cartridge change, pump suspension and the prime menu accessed. Troubleshooting determined the pump was delivering basal rate as programmed evidenced by the basal history matching the active basal program settings. Reportedly, all the bolus deliveries in the pump's bolus records were not programmed by the user on (B)(6) 2016: 5:02pm, 10.05u/3:32pm, 16.00u/3:05pm, 13.30u/3:04pm, 16.00u/2:59pm, 16.00/2:46pm, 16.00u/12:33pm, 15.55u/12:24pm, 16.00u 12:02pm, 10.80u/11:34am, 15.80u/ 11:13am, 16.00u: isf:12am, 1u:55mg/dl. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy allegedly due to a history/settings pump issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/06/2016 with the following findings:.the following boluses were confirmed in the black box data/pump history for (B)(6) 2016: 5:02pm 10.05u, 3:32pm 16.00u, 3:05pm 13.30u, 3:04pm 16.00u, 2:59pm 16.00, 2:46pm 16.00u, 12:33pm 15.55u, 12:24pm 16.00u, 12:02pm 10.80u, 11:34am 15.80u, 11:13am 16.00u. On investigation, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both accurately recorded in pump history. No un-programmed boluses occurred during testing. The total daily dose history matches the basal and bolus history; basal history adds up correctly to the basal segment programmed by the user on (B)(6) 2016. On (B)(6) 2016, the user suspended the pump from 12:37 pm to 6:03 pm; this would account for the total basal deliveries being less than the basal program 1 daily total. The pump was put on a basal program of 1 unit per hour for 24 hours during the investigation; the pump history indicated the total daily dose was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Investigation did not duplicate a history settings issue pump malfunction.